Event description:
While wearing the external equipment, the pt reportedly experienced an overly lound sound sensation and sound percept problems. External equipment was exchanged. However, the problem was not resolved. In 2005, the pt was seen at the center for eval. Programming adjustments were made. However, the pt had no sound percept. The pt's device was explanted. The pt was reimplanted with another advaned bionics cochlear implant.